Event description:
It was reported that pump malfunction occurred after pump got wet when patient fell into water. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.